Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Visual examination found that the threads on the screw head were torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. With the information provided, a definitive root cause for the torn thread on the screw cannot be determined. Noted damage suggests that inadvertently cross threading of the setscrew occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
4 nuts broke, when were screwing into the screw in turn. Then the screw was unscrewed and a thread defect was detected on itself.